Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent. Legal-filed report-(B)(4).

Event description:
It was reported that the plaintiff was implanted with a sparc on (B)(6) 2008. It was alleged that the plaintiff experienced emotional distress and a problem with the product.